Manufacturer narrative:
Postsurgical complications are rather common occurrences. Osteomyelitis is on the other hand a very rare complication. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received one ankylos c/x b6.6 dental implant in position 20 (fda35) on (B)(6) 2021. The implant was subsequently removed (B)(6) 2021. The patient experienced severe pain and developed severe osteomyelitis postsurgically prompting the removal of the implant. Dentsply sirona has not been able to obtain information on the current status of the patient. However, the dentist has confirmed that it is suspected osteitis (dry socket) post immediate placement.